Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console presented poor vacuum in phacoemulsification mode during a cataract surgery. The surgery was completed successfully using the same console. There was no patient harm. It was observed that the issue was with the tip as it has been re-used by the physician.

Manufacturer narrative:
The company service representative, examined the system. And found the machine to be working satisfactorily. However, the company service representative, learned that the tip and sleeves were being reused. The customer was advised to replace the tip and sleeves after each use. The company service representative, also asked the company application team to attend the next surgery. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to user error, as consumable items were being reused. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).